Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) 5ml under-infused during a patient infusion. It was further reported that the flow of the device was delayed for more than 24 hours. The device had been filled with 1540 mg of fluorouracil and 0.9% sodium chloride (nacl) (30.8 ml of fluorouracil and 225.2 ml of nacl with a total volume of 256 ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, h10. H4: the lot was manufactured between december 21, 2020 - december 22, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.